Event description:
It was reported that after a trial procedure, the patient developed painful spasms and restless leg syndrome. The patient was hospitalized due to symptoms have continued and worsened. The physician removed the leads and the symptoms subsided. The explanted leads were not returned to bsn as they were discarded by the medical facility. Additional information was received that the symptom of painful spasms and restless leg syndrome were not procedure nor device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(4), batch: 7075720.

Event description:
It was reported that after a trial procedure, the patient developed painful spasms and restless leg syndrome. The patient was hospitalized due to symptoms have continued and worsened. The physician removed the leads and the symptoms subsided. The explanted leads were not returned to bsn as they were discarded by the medical facility.